Event description:
While a pt was being hoisted from their bed, the lift arm collapsed and the pt fell back onto the bed. It was reported that no injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR medibo medical products (B)(4) (registration#3004468271). From the photographic images submitted it shows that the lifting arm actuator bracket has broken around the weld on the main pillar. It was mentioned that upon the device being reviewed last year that the client did not want his devices to be load tested. Load tests are commonly performed during routine maintenance of devices to check for structural durability. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary divisions, not a direct employee of the MFR. The info contained in this initial report is based upon the info provided to the MFR. Additional info will be provided following the conclusion of the MFR's investigation.